Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during an elective ipg replacement, the patient's lead had abnormal impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the impedances were high on the lead and the patient's system is unable to enter MRI mode.